Event description:
Reported by hosp: vapotherm high flow nasal cannula unit stopped flow and shutdown. Therapist immediately removed pt from unit and placed on another sys. Work order placed on vapotherm unit for biomed. (B)(4). Hosp was contacted by phone on (B)(6) 2011. Hosp reported it could not duplicate after 20 hours and 30 hours run time. Unit passed all functional tests and specifications. Hosp returned the unit to svc. No harm to pt. Hosp does not wish to return the unit to vapotherm.